Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a fess procedure. The rep indicated that the healthcare provider (hcp) was unable to register a patient which caused the site to abort the use of navigation. The site attempted to register multiple times, moved metal out of the field, and rebooted the system without resolution. When the rep reviewed the registration it was showing a lot of red points on the model and the rep also noticed that at one point when they transitioned from "the bert scan" back to the patient the trace pattern corrected itself and showed a registration metric of 2.1 without all of the red points. The rep was later unable to replicate this behavior. There was no impact on patient outcome and the resulting delay in surgery was less than one hour.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended, and the reported issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation was initiated and logs were reviewed. The behavior described was the intended behavior of the software, there was no failure found. If information is provided in the future, a supplemental report will be issued.